Event description:
It was reported that during a ptca/stenting procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in calcified and 99% stenotic proximal left circumflex (lcx). The maverick2 monorail balloon was being used to pre dilate the lesion. After crossing the lesion, the maverick 2 monorail balloon ruptured at 12 atms on the second inflation. The pressure reached on the initial inflation is unknown. The procedure was completed with a new balloon catheter and stent placement. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of this date.